Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving the caller information on how to reset the pump, and the caller was instructed to load a new cartridge independently. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to reach out again if the issue reoccurred.